Event description:
A patient called alleging that one touch basic meter was giving inaccurate high readings. In the evening of the event, patient tested on patient's one touch basic meter and got a reading of "over 300". Patient reportedly was feeling low blood sugar symptoms and did not "trust the meter reading". Patient did not take sliding scale insulin since patient was feeling low. Patient then tested blood glucose on patient's friend's freestyle meter and got a reading of 56 mg/dl. Patient took glucose tablets based on patient's feeling and patient's friend's meter. Patient tested bg again in a few minutes and got a reading of 102 mg/dl. Patient then called doctor. The doctor advised patient's to use friend's meter to check blood glucose and to have meter replaced. That night, patient took set amount of lantus 32 units and "felt fine that night". The meter was replaced. No further information has been reported.